Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1.5 months after the dental implant was installed in intraoral region #20, it was verified its non-osseointegration. The patient presented bone type IV and immediate load was performed.